Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug had loose wires. The wires were tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.